Event description:
The device was returned to physio-control in accordance with FDA field action number z-0150-2009. During preliminary inspection, it was observed that the device had a low battery capacity. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control further evaluated the device. The analog pcb assembly was removed for further evaluation. It was determined that the root cause of the reported failure was due to a depleted hlc battery. The customer received a replacement device.